Event description:
The patient services representative (psr) assisting a (B)(6) male patient contacted zoll lifecor customer support service to report the monitor was displaying a service code 107. Code 107 corresponds to multiple abnormal shutdowns. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has not yet been completed. The root cause analysis is still underway. Will submit supplemental report upon completion of evaluation. No adverse event resulted from the abnormal shutdowns. The patient received a replacement monitor.